Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Additionally, it was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 539 mg/dl. While in the ER the customer was treated via intravenous insulin and saline. Multiple follow up attempts were made by tandem technical support to obtain additional information regarding ER visit, however, a response from the customer was not received. Customer continued to use the pump for insulin therapy.